Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and adapter opened by the account. Visual and functional evaluation noted no abnormalities in the adapter and the handle. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter account phone: (B)(6). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a laparoscopic anterior resection of the rectum, the device operator was using the device to transect the upper part of the rectum. After completing in firing staples on it, he pushed the silver button to retract the I-beam. After the I-beam got to be retracted completely, he pushed the same button to open the jaw. However it did not work at all. The handle did now show any response, including any sound. The device operator gently divided the patient part of staple line from the specimen part of that, using the grasper with his left hand and then, he could take the device out of patient's abdominal cavity passed the product to scrub nurse. The scrub nurse forced to disconnect the reloads from device. There was no damage to the patient.